Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy has not been working right for probably the last 2 years. The patient mentioned that they have had multiple falls in the last 2 years. One fall occurred 2 years ago and they landed on their backside. One hcp thought the patient had cracked their tailbone, but the patient was still in so much pain they went back to the hcp. The hcp then determined that the tailbone was bruised so badly that the crack they thought they were seeing was actually the lead wire when they pulled it up on the x-ray. The patient said they had another fall since then. The patient was really worried they might have damaged something as a result of the falls, but they never got the ins checked because not a lot of doctors are familiar with the ins and their family doctor doesn't know anything about it either. The patient's reason for calling today was because they were unable to connect to the ins to activate MRI mode. The patient mentioned that they need an surgery on their back and need an MRI of their back before the surgery. Last night the patient got the message 'internal device has lost all data. Contact your clinician.' The only option that appeared on that message was 'end session,' so the patient was unable to connect to the ins to activate MRI mode. Agent reviewed meaning of message and redirected the patient to their managing hcp to further address the issue. The patient does not have a managing hcp, so agent emailed physician listings. An email was sent to patient registration services to update the patient's address.